Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. The screw was fractured at approximately the third thread. Analysis of the fracture surface showed that it was a fairly rapid fracture due to overloading of the screw. A review of the manufacturing and inspection records did not reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a fractured screw was removed. The patient reportedly had a fractured screw approximately 3 months post-op. Revision surgery took place (B)(6) 2016.